Manufacturer narrative:
A ge rep evaluated the sys but no conclusion can be drawn as further repair info is not available.

Event description:
It was reported that the sys would not display an image. No pt injury was reported.